Manufacturer narrative:
The following fields have been updated with additional information: b.4. Date event reported to cfn: 2020-06-25. G.4. Reportable aware date: 2019-06-25.

Event description:
It was reported that 40 inch ext w/2 vlv ports was cracked and leaking. The following information was provided by the initial reporter: material no: 30262e batch no: 20046788. It was reported the extension tubing cracked.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 40 inch ext w/2 vlv ports was cracked and leaking. The following information was provided by the initial reporter: material no: 30262e batch no: 20046788 it was reported the extension tubing cracked.